Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the implantation procedure, air entrainment occurred after the outflow graft vent needle was removed and neurological insult occurred. The patient was put back on cardiopulmonary bypass (cpb). While back on cpb, bleeding around the apical sewing cuff was noted. Multiple additional sutures and pledgets were placed to stop the bleeding. The next day, the lvad team reported that the patient had seizures during the night. On (B)(6) 2017 it was reported that there had been no significant change and no neurologic improvement. No additional information was provided.

Event description:
Additional information: it was reported that the family withdrew care and the patient expired on (B)(6) 2018. The pump was not explanted and will not be returned.

Manufacturer narrative:
See mw5076401, is attached.

Event description:
The sus voluntary event report, mw5076401, was received on 23apr2018: "during surgery for placement of a heartmate 3, my husband suffered a stroke due to air bubbles in the ascending aortic cannula. The op report states that the device was aspirated as well as the heart. At the point just before protamine was initiated there was acute hypertension and the right ventricular was dilated. Steps were taken to rectify the situation but the end result was stroke and coma. I feel that somehow that air was trapped in the device and that the protocol for aspiration needs to be changed. I have secured the device and it is being held at regional pathology and autopsy services."